Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per technical services, the dealer stated the chair was driving fine and suddenly stopped.